Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead impedance measurements increased to greater than 2,500 ohms in tip to ring configuration since (B)(6) 2017. The lead was still capturing and sensing appropriately at that time and there were no patient symptoms. Additional information was provided that the patient died on (B)(6) 2017. There were no reported allegations. The lead was not returned. Additional information was provided that there was an increase in lv lead impedance measurements in (B)(6) 2017. The physicians were informed of the impedance issue. No changes were performed. The field representative was unable to obtain a copy of the death certificate, but confirmed that in the physician's opinion, the death was not related to the prior lv lead issue and noted the patient was very ill. The lead will not be returned.